Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a05136/a07739, model/catalog description: phase iii linear lead - 70 cm. Explanted date: 2015. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not getting pain relief. The patient underwent an explant procedure.